Event description:
It was reported that an interlink continu-flo solution set had tubing which had collapsed. The malfunction occurred during infusion, which resulted in backflow of the blood into the tubing. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition could not be confirmed, nor could a cause be identified.